Event description:
It was reported that during right internal carotid artery (ica) posterior communicating artery (pcoma) severe stenosis procedure, the operator used a guidewire together with a catheter to super select and pass the stenosis. Next, the operator brought the subject balloon guide catheter. During pre-dilation, the subject balloon was found not able to be inflated. The operator withdrew it out and found the middle of the subject balloon was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection there was no damage noted to the balloon catheter shaft inside the inflation lumen. The balloon catheter shaft was found to be kinked/bent. There was procedural fluid found inside the balloon catheter inflation lumen throughout the entire length. During functional inspection the balloon could not be inflated during the test as there was a balloon leak noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately torturous. It was reported that 'right internal carotid artery (ica) posterior communicating artery (pcoma) severe stenosis. Distal of vessel:1.5mm. Proximal:2.1mm. Length of stenosis:15mm. The operator used a guidewire to work with a catheter to super selected to pass the stenosis section and exchanged with the subject balloon 1.5*15. When pre-dilating the balloon the balloon was found not able to be inflated. Withdrew it out to check and found the middle of the balloon was leaked. Replaced the balloon with another one to dilate and continued the procedure'. The device returned for analyses, and it was noted that the balloon catheter shaft showed no damage inside the inflation lumen. However, the shaft was found to be kinked and bent. Additionally, procedural fluid was discovered inside the inflation lumen of the balloon catheter, extending throughout its entire length. It is probable that moderate torturous anatomy may have caused damages to the device and reported events. The balloon could not be inflated during the functional inspection as the balloon leak was noted. An assignable cause of procedural factors will be assigned to the reported events: ¿balloon failed to inflate' and 'balloon leaked during use' as well as the analyzed events: ¿balloon catheter kinked/bent¿, ¿balloon failed to inflate¿ and ¿balloon leaked during use¿, as this issue appears to be associated with a product that met boston scientific design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during right internal carotid artery (ica) posterior communicating artery (pcoma) severe stenosis procedure, the operator used a guidewire together with a catheter to super select and pass the stenosis. Next, the operator brought the subject balloon guide catheter. During pre-dilation, the subject balloon was found not able to be inflated. The operator withdrew it out and found the middle of the subject balloon was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.